Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that two patients experienced corneal edema possibly due to increased aspiration with the combination of the balanced phaco tip and the system settings. The surgeon also indicated that he has noticed that the balanced phaco tip does not sculpt in a controlled manner. Additional information and a product sample have been requested. This is the second report of two for this user facility for the same event. This report reflects the centurion vision system.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. No consumable lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because the samples were not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue could not be determined. (B)(4).